Manufacturer narrative:
The account stated that the scale reading was negative. The bed may have been zeroed with the pt in the bed but, this has not been confirmed. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the pt position module did not alarm when the pt left the bed. No injury reported.